Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's stimulation had changed all of a sudden how it feels and how it delivers electricity. The stimulation changed over the last few weeks. The patient stated maybe three weeks ago the stimulation started to feel a little different. Last night the patient started getting stimulation in a much larger area. It used to stop at their mid-thigh, and now it goes all the way to their feet. The last day is has changed significantly. The patient is getting stimulation in a lot of parts he doesn't need it too. The patient is also having pain around the incision site. No further complications were reported. No additional patient symptoms were reported.

Event description:
Additional information was received from the patient. It was reported that patient had his therapy adjusted a few months ago. He would like to have it readjusted again. He think it is wrong location after he had it adjusted. Patient said was reprogrammed on low dose and last time the rep wanted him to try hd with modulation. Patient said he thinks the previous settings worked better. Rep told patient could go back to low dose if he did not like high dose. Patient would like to go back to low dose. Pt is asking for a rep closer to his house. Redirected patient to hcp or rep to see if they could meet them in a medical facility closer to his area. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.